Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the distal end damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The light guide connector was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress such as damage or deterioration of parts, electrical problem, an environmental temperature problem, or a maintenance problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.